Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure. No third-party treatment was required. No additional information was provided and attempts to gather additional details were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated and de-cased. A visual inspection of the pcba (printed circuit board assembly) was performed and no issues were observed. Smu (source measurement unit) and poise voltage testing was performed and all results were within specification. The passing of smu test is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure. No third-party treatment was required. No additional information was provided and attempts to gather additional details were unsuccessful. There was no report of death or permanent impairment associated with this event.